Event description:
Rptr alleged discrepant back to back blood glucose results of 290 mg/dl compared to 130 mg/dl, when testing was performed 2 mins apart on the aviva sys. As a result of the comparison, no actions were taken or treatment was rec'd. A request was made for the return of the suspect prod and replacement prod was sent.